Event description:
A home pt contacted baxter's technical svc ctr in late 2007 regarding feeling too full during peritoneal dialysis on a homechoice device. During eval of the pt's homechoice device, a baxter tech identified an add'l potential overfill situations. During cycle 1 of therapy of four months earlier, the ultrafiltration (uf) was 750ml, indicating that the pt drained 750ml more than the fill volume. The fill volume was 2500ml.

Manufacturer narrative:
Three stimulated pt therapies were performed on the pt's homechoice device using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the device svc history revealed no past trends. The event log, therapy log, and alarm log was reviewed. The event log shows that during initial drain in late 2007, the device alarmed low drain volume and was bypassed after removing 238ml of a 2500ml last fill. The device then delivered 2288ml of a programmed 2500ml fill volume. Dwell one was bypassed and drain one then removed 4784ml. The therapy log showed that the therapy on the same day had two bypasses and no manual drain performed. A review of the device's alarm log shows no device anomalies. This eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported overfill. Based on a review of all available therapy, alarm and event log data, the most probable cause for the overfill was insufficient drain, false empty detect and user error, or inappropriate bypass of the low drain volume alarm.